Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to flattened dome switch at act button on keypad trace. There was no moisture damage on the electronic assembly, keypad trace and motor. The pump had cracked case at corner display window, cracked battery tube threads, scratched lcd window, and cracked reservoir tube lip.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 98 mg/dl at the time of incident. The customer stated that the pump alarmed button error. The customer stated that the pump was on her chest and she was doing extracurricular activities. She also stated that the bolus button was shallow, felt very weak and does not click. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.